Event description:
In late 2008, the patient reported elevated blood glucose readings of 15 mmol/l (270 mg/dl) for the past two weeks. He said his average range is 6.2 mmol/l (111.6 mg//dl). He stated he has bolused more than he usually does but this has not decreased his blood glucose. To troubleshoot, the patient was instructed to check his time and basal rates on his insulin infusion device and he confirmed they were accurate. He stated he tried changing the adapter on the device and switched to a new vial of insulin but his readings remained elevated. He stated he then switched to his backup infusion device, and his readings returned to his normal range. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.